Event description:
It was reported that there was an issue with a screwdriver. It was reported that tip of the screwdriver was broken during surgery and no fragments were generated. Patient status/outcome was fine and no surgical delay was reported. It was reported that while attempting to insert a locking screw, the interlock screwdriver disengaged and seemed to stop working. Case was successfully completed with standard screwdriver. There was no problem with the locking screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. MFR date: 04/2012. A product development evaluation was completed: one part number 03.010.473 was received without the third locking portion of the shaft. The tip of the screwdriver appears worn but is otherwise undamaged. The handle has various marks and scratches, and the laser marking on the shaft is clearly visible. The relevant drawing for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The sd25/3.5mm hex screwdriver, inter-lock shows light use during its approximate 2.25 year lifespan. The returned instrument(s) are additional instruments used during femoral and tibial nail implantations and proper use and maintenance are addressed in technique guides. The screwdriver is multi use and is used for inserting the distal locking screws during implantation. Per the technique guides, a standard screwdriver must be used for final tightening. Because the locking portion of the shaft was not returned, we are unable to determine the cause of this complaint; and this complaint is unconfirmed. The exact cause of this complaint cannot be determined since the third component of the device was not returned. Because of this, the complaint is determined not to be a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is unconfirmed, and the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. MFR date: 26 mar 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.